Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 20 2007. The facility representative reported, "loud noises/does not work." Information was not provided regarding whether or not the problem occurred during a patient infusion. Evaluation summary: the pump was evaluated by a baxter service technician. Inspection of the device found that the loud noises were caused by a broken door on channel 2. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.

Event description:
The device was returned to baxter for service. During service by baxter, a broken door on channel 2 was found. The hospital representative did not know if patient injury or medical intervention had been reported related to the device. No additional information is available.